Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 4+ and severe tricuspid regurgitation (tr). It was noted that the patient was very sickly and was on a balloon pump at the time of the procedure. One nt clip (20310r241) was implanted on the mitral valve, reducing the mr to a grade of 1. An xtw clip (20118r193) and xt clip (20214r186) were implanted off-label on the tricuspid valve, reducing the tr to mild. The procedure was complete with no reported device malfunctions or adverse patient effects. Post procedure transthoracic echocardiogram (tee) imaging showed the implanted clips were stable and the mr and tr were mild. The patient was improving clinically and the balloon pump was removed. However, on (B)(6) 2022 the patient died. Blood clots were found in the left atrium and left ventricle. It is unknown what caused or contributed to the clots. The physician does not attribute the patient death to the mitraclip. Per the physician the patient died of a groin bleed from removal of the balloon pump.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unrelated death was gastrointestinal bleeding. The cause of the reported thrombosis/thrombus could not be determined. The reported patient effect of death and thrombosis/thrombus, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.